Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
(B)(4). Failure device type: failure problem type: failure mode: case resolution: customer requested part number. Informed customer this part is not available for order and would need to replace the housing assembly. After providing part number, I recommended customer send in for repair. Provided repair pricing. Customer will most likely send in for repair. Ended call.